Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h9, h11. Corrected field: d1, d4 (model, catalog, UDI). No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6) rn, and the full event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cardiosave intra-aortic balloon pump (iabp) had iabp may require maintenance message. Customer also stated it says the compressor requires service. Customer and the team transfer the therapy to another cardiosave console without issue. There was no interruption in therapy, no harm or injury reported.